Event description:
Rn noted dripping from the first connection port closest to pump. Estimated 25ml to 50ml spill. Infusion stopped. Patient assessed; no chemo was detected on her person. Chemo pharmacist contacted, remaining drug was brought back to the pharmacy to be re-primed and restarted. Apn on site notified. Infusion was restarted and completed. Tubing involved: baxter clearlink system non-dehp solution set with duo-vent spike 2r8403, lot dr22c18024, exp: 03/21/2024.